Manufacturer narrative:
(B)(4). Incomplete/interrupted cycle two devices were returned. Device (a) was received in good visual conditions and with a cartridge reload loaded in the device. The cartridge reload had the proximal 16 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape.

Event description:
It was reported that during an esophagectomy procedure, the device only partially fired on the second firing (drivers appeared to be deployed approx. Half way up cartridge). The tech reported the knife blade still deployed after instrument was opened. Case completed with another device of the same product code.